Manufacturer narrative:
Product analysis update: further analysis of the external pulse generator (epg) was performed. On visual inspection a capacitor on the main board was missing. The capacitor was replaced. The main board was assembled into a golden unit. Upon functional test ran on automated test console the device passed all tests with no anomalies observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator's (epg) battery compartment was unable to stay closed. The epg was returned for ev aluation and subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the external pulse generator (epg) battery compartment was unable to stay closed. The battery drawer assembly arm was found to be broken, and the battery drawer assembly, the main seal, and the battery shorting bar were contaminated. Further analysis determined that the epg failed the incoming functional test ¿atrial pace pulse noise¿, due to the main printed circuit board (pcb) being electrically out of specification. Additionally, the capacitor on the main pcb was damaged. It was also noted that the upper case was dented, the hanger assembly, the lower case, and the display frame were broken. All found defective parts were replaced, and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.